Event description:
The manufacturer received information alleging an aeris evo ventilator not operative. There was no harm or injury reported. The device was not in patient use. The aeris evo device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.